Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was a "failure to deploy" with six (6) proglide devices. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to close the foot was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu) as a foreseeable adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a foreseeable adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - adverse event problem - health effect - clinical code: code 4582 removed and code 4559 added. H6 - adverse event problem - health effect - impact code: code 4641 removed and code 4624 added. H6 - adverse event problem - medical device problem code: code 3190 removed and code 2921 added.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received: it was reported this was a closure of an unspecified vessel using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the foot of four of progilde devices did not fully retract and caused a "massive irregular hole in the artery when removing the device". An unspecified failure occurred with three (3) other proglide devices. "The knots did cinch down, and we were able to close one arteriotomy percutaneously but the other had such a large hole we needed to cutdown and repair with a patch after the fevar was complete." No additional information was provided.